Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state that if collagen depositions into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction for the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) instructs the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage.

Event description:
A 6f angio-seal sts plus was selected for use for a puncture in the right femoral artery. When the carrier tube cap was pulled back to set the anchor, the locking tabs on the device sleeves disengaged. The carrier tube cap was pushed back into locking position. With continued negative pressure on the device, the deployment was completed. The physician released negative pressure on the suture; the anchor with secured collagen continued to advance intra-arterially, and pulsatile bleedback was noted. The right lower leg became cold to the touch with diminished pulses noted post-deployment. An angiogram revealed an occlusion of the right superficial femoral artery and a peripheral vascular percutaneous transluminal angioplasty was done to restore blood flow. The pt was stable following the event.